Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box revealed multiple pump reboots. The pump was returned with cracks in the battery compartment from the top traveling through the bumper and from the bottom traveling to the bumper. The threads on the battery cap were stripped and unable to be secured. The intermittent power was duplicated during the investigation. A test battery cap was able to hold for testing. The pump was exercised for 24 hours with no further loss of power occurring. Unrelated to the original complaint, when the pump powered on, the display appeared discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked, the user was unable to tighten the battery cap and there was intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.